Event description:
A customer reported receiving an err 7 message on their precision xtra meter. The customer reports symptoms experienced of nausea, heavy hands, numbness on the left side, increased thirst, and feeling like bees were stinging her. The customer went to the emergency room where she was given an IV and 3 units of insulin.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.